Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer inspected the retractor bands and replaced one (4-1) due to wear. The fse reseated the row board cable on both drawer controllers and inspected underneath the pockets for debris, cleaning them out as needed. While working on the machine, the fse found that all pockets were not detected on rows c and d of drawer 6 (enhanced full-height cubie drawer on the main unit). The fse inspected the retractor bands for damage and reseated the row board cable on the drawer controller. The fse removed all cubie trays, inspected them for foil debris, and reseated the row board cables on all row boards. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, w6s drawer 4.1 and 4.2 failed. Customer stated not detected on bus unable to recover. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.